Manufacturer narrative:
Findings: unit received with ghosting display, problem isolated to I/bd. Unable to perform functional test due to display anomaly. Unable to verify audio/vibrate absence of alarm due to display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 471 mg/dl at the time of incident. The customer's blood glucose was unknown at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer also stated the insulin pump gave a constant tone. The insulin pump will be returned for analysis.